Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a spyscope digital access and delivery catheter was used in the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2018. According to the complainant, during the procedure, it was noticed that the working channel sleeve of the spyscope protruded. A spybite biopsy forceps was inside the spyscope ds when it protruded. Reportedly, there was no complaint against the spybite and no part of the spyscope ds device detached. The procedure was completed with a second spyscope digital access and delivery catheter. There were no patient complications reported as a result of this event.